Event description:
The patient presented inflammatory abdominal plaque with the subcutaneous infusion. On (B)(6), 2010, an abscess was observed. On (B)(6), 2010, the patient presented bacteriema sasm. The patient was treated with augmentin then bristopen. Dextrarin and phenylbutazone were also administered.

Manufacturer narrative:
Upon further review of the complaint file for MDR access number 9610847-2010-00030, it was observed that three additional incidents occurred. These incidents will be captured on MDR access numbers 9610847-2012-00011, 9610847-2012-00012 and 9610847-2012-0013. Results - the sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for evaluation, a root cause for the problem encountered could not be identified. (B)(4).